Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. No service was requested, the user facility solved the problem by themselves. The pressure transducer printed circuit board (pcb) was found defective and replaced. After replacement, the ventilator worked as expected. The device logs were not received and no part has been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).